Event description:
It was reported that a user experienced a delayed pairing of a dexcom g7 sensor to the ilet, with readings appearing on the g7 app before they appeared on the pump after the user paired the sensor to the pump first and then scanned the applicator with their phone. Symptoms included no adverse clinical effects. Outcomes included no impact to health and no medical intervention. Investigation included a review of device alerts and user-reported behavior. Investigation of this case revealed no relevant alerts and that the sensor ultimately paired and displayed glucose values on the pump, consistent with a temporary communication delay between the cgm and the ilet without evidence of device malfunction. It was concluded, based on previously established findings for similar reports, that the cause was user-device interaction and a transient connectivity delay.